Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from thailand alleged that they received potential false positive results for a patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. During review of customer-provided data it was noticed that on (B)(6) 2021 run # (B)(6) generated a sars-cov-2 positive, influenza a negative, influenza b negative result when analyzed on the cobas® liat® system ((B)(4)) for a patient¿s sample. On (B)(6) 2021 run # (B)(6)the patient¿s same sample was repeat tested analyzed on the same cobas® liat® system ((B)(4)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. On (B)(6) 2021 run # (B)(6) sars-cov-2 positive, influenza a negative, influenza b negative result for a second patient¿s sample when tested and analyzed on the cobas® liat® system ((B)(4)). The patient¿s same sample was repeat tested on a different platform the viasure that generated sars-cov-2 negative results. On (B)(6) 2021 run # (B)(6) generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a third patient¿s sample when analyzed on the cobas® liat® system ((B)(4)). The patient¿s same sample was repeat tested twice runs # (B)(6) analyzed on the same cobas® liat® system ((B)(4)) and a different cobas® liat® system ((B)(4)) both cobas® systems generated sars-cov-2 negative, influenza a negative, influenza b negative results. On (B)(6) 2021 run # (B)(6) generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a fourth patient¿s sample tested and analyzed on the cobas® liat® system ((B)(4)). The patient¿s same sample was repeat tested on a different cobas® liat® system ((B)(4)) run # (B)(6) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. No patient details were made available for this patient, and no harm or injury was indicated, it is unknown which results were reported for this patient. Patient sample was collected using nasopharyngeal swab in pwm-903 viral transport medium 3 ml. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there were no allegation of harm to patients¿ 1 ¿ 3. The positive and negative results were reported out to patient #1 and/or personnel treating the patient. The negative result was reported out to patient #2 and/or personnel treating the patient and the negative result was reported out to patient #3 and/or personnel treating the patient. Four (4) mdrs will be filed one for each sample as per FDA guidance. An investigation was performed which did/did not identify any product issue.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. The discrepancy might have occurred due to sample handling issues. (B)(4).